Event description:
It was reported that patient underwent revision knee arthroplasty in (B)(4). Subsequently, a revision procedure was performed on (B)(4) 2010 due to general infection. Irrigation and debridement was completed and the tibial bearing was removed and replaced. No further information has been reported to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms devices were sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: possible adverse effect #2 - "early or late postoperative infection and allergic reaction." This report filed (B)(4)2010.